Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the downstream occlusion seal. The reported latch lock issue was confirmed during functional testing. The issue was traced to the device flex circuit, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and flex circuit were replaced, and the device passed all testing.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not detecting the latch/lock. The downstream occlusion (dso) seal and battery compartment were damaged. There was no patient involvement.